Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenotic lesion was located in the tortuous mid right coronary artery (rca). The physician attempted to cross the lesion with the liberte bms delivery system without pre-dilating. The physician had difficulty advancing the stent delivery system and the proximal end of the stent came in contact with the distal end of the guiding catheter. A part of the stent "got lifted". The procedure was successfully completed with another liberte bms. Patient status is listed as "good".